Manufacturer narrative:
The customer was hospitalized due to heart related issues, phenomena and the blood glucose levels are within range. No adverse event or other serious injury was reported. The customer called back stating that she no longer needs a replacement insulin pump, her insulin pump is now working. The blood glucose was 156 mg/dl. The insulin pump will not be returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 156 mg/dl when she woke up and she just got out of the hospital last friday. Customer's insulin pump was re-installed and she has been using it all day. Customer's blood glucose was 132 mg/dl at the time of the incident. Customer figured out that a temp basal was programmed. Customer was explained that the pump will not give her a bolus with the temp/basal. After the temp basal open circle left, the customer was still not able to program a bolus. Customer will be sent a replacement pump. Customer used 12 units of lantus and 6 units of humalog via injection. Customer stated that the nurse made an adjustment on the pump to shut off at midnight. Customer stated that the doctor's pump expert programmed the pump where she cannot give herself a bolus. Customer was hospitalized due to heart issues and she receieved pneumonia while staying in the hospital.